Event description:
It was reported that during a laparoscopic hysterectomy procedure, the jaw of the device didn't open.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The jaw opened and closed as expected. Upon visual inspection on the jaws, no anomalies were found with the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.